Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (tsvb10) was returned for investigation. Visual inspection of the returned implant identified minor signs of wear and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failures (bone loss & infection) since they are medical conditions. Measurements were taken and through dimensional analysis and comparison to drawings the device was determined to be within design specifications. The reported device had been implanted on tooth # 3 for approximately 1 month. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was removed due to peri-implantitis (infection + bone loss). The implant was returned. However, the reported complaint could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the patient had peri-implantitis. Patient also had pain.